Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications of breast pain. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Pain is a known inherent risk of the surgery/use of the device and included as a possible complication in the adverse reaction section of the IFU. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - remains implanted.

Event description:
Per clinical trial (B)(4): on (B)(6)2016, patient underwent bilateral revision inferior pedicle mastopexy using a full vertical and horizontal t incision. 2 breast implants were removed. 2 pieces of galashape (galaflex 3d) were placed. A refine suture suspension was used and no concomitant procedures were done. On (B)(6) 2016, breast pain was reported. Medication (marcaine injection and neurontin) was given and ae was resolved on (B)(6) 2016 without sequelae. Review by medical affairs identifies as likely related to the device and serious.